Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during use in a knee scope, black residue/filings of the incisor plus platinum blade were noticed in the knee. These were suctioned off. The surgeon was not applying excessive torque to the blades, there was no pressure applied to the blades. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that there was no damage, burrs, or scarring on either the inner or outer blade or along the shaft. The teeth and blade edges are still sharp. There is bio debris. A functional evaluation of the device in clear saline solution showed it performed as intended. No residue or filings were emitted into the solution. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertent contact with other instrumentation. No containment or corrective actions are recommended at this time.